Event description:
A malfunction on the pump was reported by the caller, occurring after the customer had a CT scan the previous day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.